Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's post market quality assurance laboratory found that the right ventricular (rv) seal plug was damaged (cored-out hole). The device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) associated with a monitoring voltage of 3.09 volts. All of the device's header connections performed normally as full connections and continuity were confirmed. The device was put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. Examination of the returned electrograms appears to confirm the presence of air-bubble oversensing originating from a damaged seal plug.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was presented to the electrophysiology (ep) laboratory. The device and right ventricular (rv) defibrillation lead was connected and defibrillation threshold (dft) testing was performed without incident. During pocket closure, the device exhibited electrogram noise on the rv pace/sense channel and was associated with oversensing that was reproducible with pocket manipulation. The rv pacing impedance was within normal limits and was stable during pocket manipulation. Sources of electromagnetic interference (emi) were powered off. The local representative commented that extraneous signals were also identified on the right atrial (ra) channel. There was no electrogram noise displayed on the intracardiac shock channel. The device was removed and a replacement device was connected without further issue. The ra and rv leads remain in-service. The device was received at boston scientific's return products.